Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
The patient reported that they were having problems with their pump. Per the patient it ¿overdosed¿ the patient yesterday. The patient¿s healthcare provider was working slowly to increase the dose and concentration back up and had just increased it last friday. The patient felt cold like she was in a blizzard and the sweat was pouring off of her and she thought the top of her head was going to explode. The patient had never had a reaction like that to anything before. The healthcare provider decreased by it 14% after the patient took an ambulance to the ER because of reported overdose. Per the patient they were in the ER due to an excruciating headache, feeling like she was freezing cold and sweating. The dose of the drug was lowered on monday, (B)(6) 2015. The patient stated that she was treated for bronchitis and sinus infection in the ER and they did not think it was related to the pump. The pump was used to deliver bupivacaine and morphine. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received regarding event a follow-up report will be sent.